Event description:
Adverse incident report received by regulatory affairs. Case reported by the customer and convatec notified 12/1/09. The narrative of the incident report is as follows. "Following an investigation into a claim surrounding a patient's death, it was reported that although the patient was using a flexi-seal fecal management system and suffered rectal bleeding, there was no evidence that this device was the cause. However, follow up research has revealed that at least two other hospitals have recorded similar incidents when using the flex-seal device. This is therefore being reported not as an actual confirmed incident but as a possible cause to use in trend analysis."